Event description:
It was reported that a sling procedure was performed in 2000. The physician recently discovered that this pt was in retention. The physician cut the tape and there was only minimal improvement. Urodynamics indicated a kinked urethra. The physician plans to perform a urethrolysis.